Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the surgical mode changed automatically when the footswitch cable was moved during a surgical procedure. The procedure was completed with no patient harm reported. Add'l info has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch cable was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 26, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the footswitch cable. However, how or when the cable became nonconforming cannot be determined conclusively. (B)(4).